Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there is a previous complaint of this code batch received from the same end customer. Complaint was closed as not justified after analyzing the samples. The (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock in the warehouse. Diameter has been tested in the closed samples received and the result is 0.333 mm in average and fulfills the requirements of (B)(4) for this thread and size: 0.300 mm < x average < 0.349 mm. The diameter average of the closed samples received corresponds to a 2/0 size and it is in the medium range for this size. The obtained values are the usual and current for this thread and size. Knot pull tensile strength to the closed samples received has also been tested and the results are 2.53 kgf in average and 2.40 kgf in minimum and fulfill the OEM requirements. The values obtained from the knot pull tensile strength are the ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. It was reported that the surgeon can not distinguish thickness between 2/0 and 3/0 silkam . Surgeon need 2/0 silkam but the suture is too thin and feel like 3/0 silkam .